Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the g5 application was not displaying a notification for the urgent low alert. No medical intervention was reported. Additional event or patient information is not available. Data was received for evaluation. A review of the data log did not confirm the reported event. A root cause could not be determined.